Event description:
Health professional reported: ¿explanted port/due to port flip.¿

Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product, however, the analysis has not been completed at this time. Displacement is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Health professional has declined to provide add¿l info. Device labeling addresses the reported event of displacement as follows: ¿caution: care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments.¿ ¿warnings: failure to secure the band properly may result in its subsequent displacement and necessitate reoperation.¿